Manufacturer narrative:
Qc and calibration met acceptance criteria. A reagent issue can be ruled out. Calibration data was provided from 15-jul-2021 through 31-aug-2021 and was acceptable. The investigation noted the insufficient preclean volume alarm occurred frequently and the insufficient sample alarm occurred on the date of the event. A field service engineer (fse) performed preventative maintenance on the analyzer and validated the instrument on (B)(6) 2021. All checks met acceptance criteria. No further issues have been reported. The service actions appear to have resolved the issue.

Event description:
There was a complaint of questionable trigl triglycerides results for 3 patients tested with a cobas 6000 c501 module. The questionable results were not reported outside the laboratory. Patient 1¿s initial result was 6.91 g/l; the first repeat was 3.43 g/l and the second repeat was 3.33 g/l. Patient 2¿s initial result was 3.52 g/l; the first repeat was 0.91 g/l and the second repeat was 0.89 g/l. Patient 4¿s initial result was 4.61 g/l; the first repeat was 0.57 g/l and the second repeat was 0.56 g/l. The trigl triglycerides used was lot 568639 and had an expiration date of 31-jul-2022.